Manufacturer narrative:
The reported high pacing lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed. The device was not implanted and was replaced. The patient is doing fine and had no consequences.